Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has been returned to bd for evaluation. The investigation of the reported malfunction is currently underway. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product classification code for the crosser cto recanalization catheter product. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model creo14s recanalization catheter allegedly experienced activation problem and material separation. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has been returned to bd for evaluation. The catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product classification code for the crosser cto recanalization catheter product is identified in d2. Material separation and material twisting was confirmed for the device and inconclusive for the alleged activation problem as functional testing could not be performed. A root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model creo14s recanalization catheter allegedly experienced activation problem,material separation and material twisting. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.